Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complate analysis and testing of the insulin pump showed it was operating within specifications. No motor error alarm or drive support disk anomaly noted.

Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that the blood glucose reading is high. Customer stated that the drive support cap is missing. Nothing further reported.